Event description:
It was further reported that the date of onset was updated to (B)(6) 2024.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This patient was enrolled in the mimics 3d USA post-market observational registry study. On (B)(6) 2021, the patient was implanted with one 7.0 x 60 mm biomimics 3d (bm3d) stent. It was used to treat a restenotic lesion in the superficial femoral artery (sfa) distal third in the left leg. An antegrade approach was used and the treated segment was post-dilated with percutaneous transluminal angioplasty (pta). On the (B)(6) 2024, the site identified a restenosis of treated segment (target lesion). It was reported as definitely related to the device and the procedure. It required percutaneous intervention. The intervention on (B)(6) 2024 on the sfa distal third involved a drug coated balloon / drug eluting balloon (dcb/deb) and laser atherectomy. The intervention was reported as a target lesion/vessel revacularisation (tlr/tvr). It was reported as target lesion related. The outcome was reported as resolved/recovered. The device remains implanted. Veryan's date of awareness of this event was the (B)(6) 2024.